Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient was hospitalized following an insulin flow blockage alarm. The hospital stay lasted under 24 hours. Upon admission, the patient's blood glucose level was measured at 600+ mg/dl. The reported symptoms included feeling sick/unwell and headache. Patient had trace ketones. Treatment was administered through intravenous insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.